Event description:
It was reported that during a renal stone lithotripsy procedure, the laser could not be released. It could not see the effect of dusting. A new fiber was opened to complete the procedure. There were no patient complications. The fiber was returned, and analysis identified an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. There was distorted light exiting the connector face indicating an internal connector fracture and burn marks are also observed on the face, confirming the reported complaint. The observed condition of no light distorted exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to operate as the way it is expected. It is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.